Event description:
It was reported that the zimmer ats 3000 tourniquet was leaking, and not holding pressure. Add'l clinical f/u with the customer indicated that both sides were not holding pressure. The reported issue was noted during biomedical engineering test/check. There was not an audible alarm and the numbers fluctuated on the led display. There was no pt involvement.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.